Manufacturer narrative:
The customer replaced the solenoid valves and da pcba but reported that the issue was not resolved. The rse emailed the customer a bench repair form for further evaluation of the device. Device evaluation and repair are pending.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error code, "the proximal pressure is not measured and pressure-related alarms are compromised" (diagnostic code 110b) had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer called in to report that the error code, "the proximal pressure is not measured and pressure-related alarms are compromised", had occurred. The remote service engineer (rse) and customer performed a troubleshoot of the v60. The rse referenced the service manual and provided troubleshoot steps from the service manual. The rse then provided the part number for the solenoid valve and data acquisition (da) printed circuit board assembly (pcba), the investigation is ongoing.

Manufacturer narrative:
The customer called in to report that the error code, "the proximal pressure is not measured and pressure-related alarms are compromised", had occurred. The remote service engineer (rse) and customer performed a troubleshoot of the v60. The rse referenced the service manual and provided troubleshoot steps from the service manual. The rse then provided the part number for the solenoid valves and data acquisition (da) printed circuit board assembly (pcba), the customer replaced the solenoid valves and da pcba but reported that the issue was not resolved. The rse emailed the customer a bench repair form for further evaluation of the device. At bench repair, the reported issue had been confirmed. Bench repair then reconnected the da pcba and confirmed the reported issue had been confirmed. Bench repair reconnected the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.